Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited loss of capture in both configurations. No intervention or patient symptoms were reported. The patient would be monitored. No further information could be obtained at this time.